Event description:
The patient reported via social media that they did not notice any improvement with the device. The patient's anxiety began to increase almost immediately as they waited for the stimulation, which was described as a shock. After 5 years the patient began to get sick with unexplainable tooth infections and heart palpitations. The patient also began passing out, which was not related to their seizures. The patient underwent 2 separate surgeries to remove the generator and lead where it was stated that the device and wires caused a serious infection in the patient's body, and that the devices were corroding in their body. It was previously reported that the patient had their device explanted due to a lack of efficacy, and the doctor believed the patient was a non-responder to vns therapy. The generator was returned for product analysis and results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No surface abnormalities including corrosion or voids were noted on this device. There were no performance or any other type of adverse conditions found with the pulse generator. A review of device history records for the lead shows that no unresolved non-conformances were found. No other relevant information has been received to date.